Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer's chair stopped suddenly and he allegedly slid forward and his right foot allegedly broke the wheel cover and was caught in the plastic jagged pieces.